Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that there was a device related thrombus. It was reported via social media that the patient had the watchman closure procedure successfully performed. Post procedure at an unknown time it was noted that the patient had a device related thrombus and received anticoagulation medication to treat the event.